Manufacturer narrative:
Additional information: the detail of the investigation findings were provided in medwatch MFR 2916596-2015-01565 follow-up#1 but also provided below for convenience in review. Approximately 15.5 inches of the distal end of the driveline was returned for evaluation. The metal braided shield of the driveline demonstrated normal wear for its duration of use. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual examination of the driveline did not confirm any breaches to the insulation of its wires. The driveline was submerged in a saline solution for hipot testing to verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient¿s primary system controller was also returned for evaluation. The log file captured a low speed hazard alarm that became active and the pump's motor stopped. The patient was supported by the power module during this event. The data following the pump stop indicated that the device ramped back up to its set speed without issue. Based on the manufacturer¿s past experience and similar complaints, the events captured in the log file could be indicative of a compromised driveline. The primary system controller was functionally tested and was found to operate as intended during analysis. Atypical pump stops were not observed or reproduced. A root cause for the momentary system stop was unable to be determined. The patient¿s backup system controller was also returned. The investigation of the system controller confirmed the reported driveline fault alarm during the review of the log file. The alarm did not affect the system controller¿s ability to operate the pump at the set speed. There were no notable alarms active prior to the driveline fault alarm activating. The investigation could not determine the specific cause of the driveline fault alarm. The backup system controller was functionally tested and operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received a transplant on (B)(6) 2016. Device is not expected to be returned for evaluation.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 1 month. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, during the patient¿s routine clinic visit, it was noted in the event history that a low speed operation and pump off event had occurred the previous evening. The patient stated that he was connected to the power module at the time and ¿heard 5 quick beeps but then everything went back to normal.¿ no other alarms were noted. The patient had no previous history of short to shield issues. The patient remained asymptomatic during the event. The log file was reviewed and the event was confirmed. It was suspected that there was possible compromise to the percutaneous lead. X-rays were unremarkable. The system controller was exchanged as a precaution and a driveline fault event occurred. The patient¿s system controller was exchanged again. The patient was monitored. For awhile and when a subsequent alarm did not reoccur the patient was sent home. On (B)(6) 2015, per the medical staff's request, the manufacturer¿s technical services representative replaced the external portion of the percutaneous lead. A short time after the replacement it was reported that the patient was still experiencing low speed and pump stop events when he was connected to the power module. It was suspected that there was a damaged wire in the portion of the percutaneous lead that is internal to the patient. An ungrounded power module patient cable was given to the patient.

Manufacturer narrative:
The pump remains in use supporting the patient. The replaced portion of the driveline was returned for evaluation. Approximately 15.5 inches of the distal end of the driveline was returned for evaluation. The metal braided shield of the driveline demonstrated normal wear for its duration of use. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual examination of the driveline did not confirm any breaches to the insulation of its wires. The driveline was submerged in a saline solution for hipot testing to verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient¿s primary system controller was also returned for evaluation. The log file captured a low speed hazard alarm that became active and the pump's motor stopped. The patient was supported by the power module during this event. The data following the pump stop indicated that the device ramped back up to its set speed without issue. Based on the manufacturer¿s past experience and similar complaints, the events captured in the log file could be indicative of a compromised driveline. The primary system controller was functionally tested and was found to operate as intended during analysis. Atypical pump stops were not observed or reproduced. A root cause for the momentary system stop was unable to be determined. The patient¿s backup system controller was also returned. The investigation of the system controller confirmed the reported driveline fault alarm during the review of the log file. The alarm did not affect the system controller¿s ability to operate the pump at the set speed. There were no notable alarms active prior to the driveline fault alarm activating. The investigation could not determine the specific cause of the driveline fault alarm. The backup system controller was functionally tested and operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient will remain on the ungrounded power module patient cable until the patient is transplanted.